Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated the consumer reported while using tampon she began to experience pain. She removed the tampon and notice it was difficult to remove. Upon removal it came apart and tampon pieces remained inside of her. She was able to remove the remaining piece. She sought medical attention and was treated for an infection.